Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 12mm synergy ii drug-eluting stent was advanced but encountered difficulty to the lesion. When the device was removed, resistance was encountered inside the guide catheter and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.